Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-sep-27 reported the alarm was audible, but the patient thought it was their hearing aid. The hcp was unsure of the patient's weight as they were unable to stand. It was noted that the patient has a long history of pain and has had pain pump for many years. It was noted that this was a new implant and appointment was made past alarm date. The patient was in a nursing home. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine (unknown) (unknown concentration, 1 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that a low reservoir alarm occurred and was confirmed by telemetry. The patient stated that they did not hear the pump alarm, and it was reviewed that it would alarm every hour from (B)(6) 2017 when logs stated the low reservoir alarm started occurring. The reporter stated they went to aspirate from the pump and it was empty. The patient did not report any symptoms. The pump was filled on the day of this report to resolve the issue. No further complications were reported.